Manufacturer narrative:
E1 - initial reporter information: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and moderately calcified right iliac artery (common iliac artery). An 8.0 x 40, 75cm mustang balloon catheter was advanced for dilation and inflated the first time at 12 atmospheres and a second time at 20 atmospheres both for 30 seconds, respectively. During the procedure, on the second inflation at 20 atmospheres for 30 seconds, the balloon ruptured. The device was removed without a problem, and it was observed that the position of the rupture was in a vertical direction where the shape was vertically separated. The procedure was completed using a different device. No complications reported, and patient status was good.